Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device and lead system implant procedure. During the procedure, the device displayed a high out-of-range right ventricular (rv) pacing impedance measurements (greater than 2000 ohms). The device was replaced with another same model# device which was successfully connected to the rv defibrillation lead with no further out-of-range measurements recorded. There were no adverse events reported. The rv defibrillation lead remains in-service.